Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument's pitch cable was frayed. The conductor wire was intact and undamaged, but the drive cable was frayed. The pitch cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found.

Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received.

Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, it was noted that the wires on the fenestrated bipolar forceps instrument were broken. There was no report that any piece from the instrument fell into a patient.